Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed and in two segments. Visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the cause of the high thresholds or loss of capture.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high thresholds and loss of capture. A revision procedure was performed. During the revision the helix on the rv lead would not extend when the physician attempted to reposition it. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.